Manufacturer narrative:
Two fast-fix 360 reversed curve ndl deliv devices were returned for evaluation of the reported complaint mode, ¿t2 would not deploy¿. The delivery devices and one t2/suture construct were received. The complaint mode could not be visually confirmed. Both devices cycled and actuated per design. For functional testing, the t2 was loaded back onto each device. The actuator picked up and deployed the implant as designed. The complaint mode could not be replicated. As part of the manufacturing process, every lot build undergoes a 10% destruct test to assure functionality and there were no internal processing issues which could have contributed to the nature of the complaint. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. No root cause related to the manufacturer of the device can be established. No further investigation is warranted at this time. (B)(4).

Event description:
During a meniscus repair utilizing a fast-fix 360 reversed curve ndl deliv device, t2 failed to deploy. The physician cut the suture; leaving t1 in place unsupported and tried another fast-fix 360 reversed curve ndl deliv device with the same lot number. T2 again failed to deploy. Subsequently, a third fast-fix 360 reversed curve ndl deliv device with a different lot number was used and the physician successfully completed the procedure. There were no reports of patient injuries or complications.